Event description:
An orange transparent corneal protector was placed on the patient's eye. The patient underwent an anterior orbitotomy for excision of right orbital tumor without complications. Two post-op visits later, the corneal protector was discovered and removed. The patient's eyesite is almost based, returned to baseline.